Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the software compatibility issue between prime care (qs1) and pyxis was identified. A technical support specialist (tss) dialed into the users computer and reviewed how orders were entered in qs1. A comparison of two orders identified that the incorrect order had a frequency set to h instead of 3, causing an incorrect repeatable pattern (tid h) on the es server. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, hoa code transmitted from primecare to device was changing to a different code (tid h) that was not mapped, resulting in the medication not displaying correctly in device for nurse administration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.